Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The pump was visually inspected and functionally tested. No leak was found. The pump performed within specifications. The cuff was functionally tested and visually inspected. No leak was found. It performed within specifications. Aus balloon was visually inspected and functionally tested. No leak was found. It performed within specifications. Model number: 720157-01, lot number: 0146700011, model description: cuff fgs 3.5 cm inhibizone. Model number: 72400024, lot number: 0152227006, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the control pump was not functioning and they were unable to cycle the device. The device never worked and the surgeon suspected there was air in the system. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. It was further reported that the device didn't work after being activated. As a result the physician believed there was air in the system. During the replacement surgery the physician determined that the "pump mechanism failed." The replacement surgery was a total success.

Manufacturer narrative:
Model number: 720157-01; lot number: 0146700011; model description: cuff fgs 3.5 cm inhibizone. Model number: 72400024; lot number: 0152227006; model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted because the control pump was not functioning and they were unable to cycle the device. The device never worked and the surgeon suspected there was air in the system. A new aus device consisting of a 3.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.